Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
User has used this product for 2 years without problems, with catheter 27492 lot 5207353 he could not get the urine emptied out of the bladder . It seemed as if the eyes are blocked. It was about several products from the same retail box. He started up a second retail box and then there was no problem. He had another box. He observed little blood, coagulated blood, but it seems often related to rik. He is undergoing chemotherapy treatment at the moment. No need for medical consultation. He's ok, waiting for answers if there were defects on the product.

Manufacturer narrative:
A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. Complaints such as this is a new issue with this product line. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed. We have received 7 samples and tested them visually and manually. During the visualization we do the finger test and the friction test (results attached) no deviation was found. Then we tested the catheters by flowing air and the water through them: the products were in conformity with the norms. The complained "blocking of the catheter" could have been caused if the product was not used according to the IFU - referring to its storing: before using it has to be shaked/moved in order to dissolve the coating material.